Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. Reportedly, the patient expired after an implant duration of 0.27 months due to unknown reasons. No further details were provided.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Despite our attempts to get additional information regarding the device and cause of death, no additional information is forthcoming from the hospital. The health care provider has not alleged any product malfunction nor indicated that this event was device related. Without information from the health care provider, we are unable to investigate this event.

Manufacturer narrative:
It is unknown if the device was removed prior to the patient's death or if there was an autopsy. Cause of death has not been provided. No patient history has been provided. No surgeon or follow up physician information provided. The device history record (DHR) review is in process.